Event description:
Event description guidant received information that this patient coded last night. Review of the device data shows an atrial paced (ap) event that is occurring at the same time as a premature ventricular contraction (pvc). Therefore, the pvc and the ventricular paced event are missed. Loss of capture was also noted.